Event description:
This 38 year old female was admitted for repair of ventral hernia. Surgery was performed on 3/19/92. In the recovery room the patient was placed on pca pain control as ordered by anesthesia pain service. Pca settings included morphine 5mg/1cc., pca settings modes=pca+continuous rate of 1 mg/hour. Pca lock out times=10minutes with pca dose=1mg.review of the narcotic depensing machine indicated that a morphine bristojet of 5mg. 1cc was dispensed for this patient. It was unclear what concentration setting was input into the pca computer. The patient was transferred to a post operative surgical ward in stable condition. Documentation relative to the pca usuage was difficult to interpret due to inadequate and inaccurate documentation as normally required by policy for pca pump therapy.on 4/16/92, risk management was notified that the patient was found obtunded on the morning of 3/20/92 at approximately 5:00 a.m. And required additional oxygen via face mask. She also received narcan to reverse the effects of a potential overdose of narcotics via pca.the pca pump was discontinued and it was determined through calculations sthat the patient received approximately 110 mg. Of morphine since 11:00 a.m. The patient did not suffer any sequelae following the event. Human error had been identified as the cause of the problem. Remedial education was provided to staff in regards to the safe medical device reporting requirements and specific requirements related to use of the pca pumpsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, electrical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification, user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided. The device was destroyed/disposed of.